Manufacturer narrative:
Clarification to adverse event problem: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported via email that a local patient was treated with juvéderm voluma® xc in the chin. Patient had an occlusion in the chin. The treating injector treated the patient with hyaluronidase. The status of the patient is unknown.